Manufacturer narrative:
The reported complaint of the thermogard ivtm system's (serial (B)(4)) prime switch not functioning properly was not confirmed. Thermogard ivtm system primed properly without any issues during evaluation at customer site. The thermogard ivtm system performed as intended. During visual inspection, no physical damage to the prime switch or pump was observed on the returned thermogard ivtm system. As for precautionary measure, the thermogard ivtm system's pump gap was re-calibrated to ensure sufficient saline flow. The thermogard ivtm system is ready for therapy use.

Event description:
During ivtm set-up, customer reported that the prime switch was not working and took 30 minutes to fill the saline reservoir on the thermogard ivtm system (serial (B)(4)). No patient involvement.